Event description:
Baxter (B)(4) received a report that the titanium adapter separated from the patient adapter. The sample had been used for 14 days.the actual sample is not available for evaluation.

Manufacturer narrative:
(B)(4). No new information.the sample was discarded.